Event description:
It was reported that the patient presented in clinic for a one month follow-up post surgery. It was discovered that the right ventricular lead was dislodged. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and lead could not be re-fixed could not be confirmed. As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies